Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the esophagus to treat a malignant esophageal stricture during an esophageal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the delivery system encountered difficulty in advancing through the stricture. The device was removed; however, the tip of the catheter broke. The tip was on the wire, and it was removed with the help of the wire. The delivery system was removed, and another wallflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in the esophagus to treat a malignant esophageal stricture during an esophageal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the delivery system encountered difficulty in advancing through the stricture. The device was removed; however, the tip of the catheter broke. The tip was on the wire, and it was removed with the help of the wire. The delivery system was removed, and another wallflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: a wallflex esophageal fully covered stent was returned for analysis. The stent was returned fully covered and undeployed. Visual examination of the returned delivery system found the tip was detached as it was not returned, and the outer sheath was kinked. No other damages were noted to the stent and the delivery system. The reported event of tip detached was confirmed as the device tip did not return. Product analysis did not confirm the reported event of delivery system difficult to cross lesion as this event occurred during the procedure. The investigation analysis concluded that this can be attributed to the manufacturing process. Additionally, visual inspection found kinked on the outer sheath, likely due to procedural factors such as excess of force or the manner as the device was handled and manipulated, limited the performance of the device and contributed to the observed problems. Taking all available information into consideration, the overall root cause of the reported event is manufacturing deficiency. In april 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze an increase in "tip detachment of device or device component" complaints associated with the wallflex esophageal stents product family. The investigation found that the observed increase in complaints included devices manufactured from 01 november 2023 through 25 january 2024. A comprehensive review of the manufacturing process was conducted as part of the investigation to determine if factors within the manufacturing process (i.e., process changes, maintenance routines, calibration activity, materials, personnel, environment, and manufacturing work instructions) could have contributed to overall tip adhesion performance. Although a definitive root cause was not identified, overall manufacturing variation was reduced by modifying maintenance routines associated with process inputs (pad change in tip bond fixture), implementing a material change (glue), and reinforcing training/review of manufacturing work instructions. As a result of this investigation, boston scientific placed a ship hold on all impacted wallflex esophageal stent system products manufactured from 01 november 2023 through 25 january 2024. Boston scientific also initiated a voluntary medical device removal of impacted batches (i.e., products manufactured between 01 november 2023 and 25 january 2024) of the wallflex esophageal stent system in august 2024 (boston scientific ref. (B)(4)). A corrective and preventative action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.